Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that there is an ongoing issue with speaker malfunction at this site. No patient or customer harm was reported.